Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the cause for the failure was isolated to intermittent insulated-gate bipolar transistors (igbts) u15, u16, u17, and u18 on the defibrillator pca. The root cause for the intermittent igbts could not be positively identified. There is no indication that the device malfunction caused or contributed to an adverse event.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing.